Manufacturer narrative:
A field service engineer (fse) was dispatched. He identified air in the ise buffer chamber of the ratio pump. He replaced the ratio pump resolving the issue. (B)(4).

Event description:
The dxc 600i analyzer generated false high na (sodium) and cl (chloride) results for 2 patient samples. Results from one of the samples was reported out of the lab. However, no treatment was affected. When the issue was noticed, the samples were repeated on the same instrument and the results were amended. The customer stated qc prior to and after the event was within lab-established ranges, but did not supply any data. The customer also stated that ¿patient qc¿ was erratic. The customer only provided results from the corrected report. Sample 793. It was a (B)(6) old male, who had an original na result of 159 mmol/l that repeated 146 and 147 mmol/l. The original cl result was 128 mmol/l and repeated 116 mmol/l. All other results from this sample were provided, but not erroneous.